Event description:
It was reported from the intensive care unit (ICU) that there was a potential drug programming error of an unspecified medication. Although requested, no further event information was provided. There was no indication of patient harm.

Manufacturer narrative:
Removed 8100 as concomitant; revised e3 from "biomedical engineer" to "third party service." Revised g3 to remove "customer delivery mgr." The report of a programming error could not be confirmed. Log analysis results: a filtered pcu event log was received for investigation. The log starts at 7:30 pm on (B)(6) 2021 and ends 3 hours and 25 minutes later at 10:55 pm. There were 4 pump modules attached to the pcu and all four were programmed and were infusing during this period. There were no malfunctions or channel disconnects and the only alarms were for flo stop open, patient side occlusion, partial patient side occlusion and air in line. There were two instances where the user selected yes to a guardrails warning. Both were for pm s/n (B)(6) (unit d) and occurred at 10:39 pm and 10:46 pm. Since there were no specifics provided regarding the alleged programming error, no judgement could be made. The root cause of the reported programming error was not identified. Device history review: a review of the device history record showed the device had a manufacture date of 11 december 2019 . The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pcu s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pcu s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information was not provided.

Event description:
It was reported a potential drug programming error on a pump. There was no indication of patient harm.